Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low sodium, low potassium, diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer stated that they kept her in the intensive care unit with an insulin drip until her glucose level dropped. Then she was moved to the heart floor since she had a heart operation in the past, and finally they place her on the diabetic floor. No further information was provided.